Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that tasp broke while trailing. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and anterior section of post has been fractured off not all pieces returned. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to bending/torsional loading on the device. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.